Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented for remote follow-up via merlin.net. A review of the transmission, revealed stored episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were caused by post-paced t wave over-sensing. No interventions were reported. Further information was requested, but not received.